Event description:
Manufacture related number: 2017865-2021-29629. During a clinic follow-up, high pacing impedance and high capture threshold were noted on the left ventricle lead (lv). Furthermore, noise resulting in oversensing and automatic mode switch, due to suspected lead damage, were noted on the right atrial (ra) lead. Both the lv and ra leads were capped and replaced to resolve the event. The patient was stable.